Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered alerts for right ventricular lead impedance out of range, and the right ventricular defib impedance out of range. Follow-up was conducted with the patient's clinic. The healthcare professional (hcp) at the clinic was able to conform the patient did have a implantable cardioverter defibrillator (ICD) changeout procedure on the same day as the out-of-range impedance readings/alerts. The physician is aware of the incident and the patient is scheduled for a follow-up and wound check and will be evaluated at that time. The lead remains in use and no programming changes have been completed at this time. No patient complications have been reported as a result of this event.